Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60386 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, a spyscope ds was passed into the common bile duct. It was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. A second spyscope ds was opened and the procedure was continued. The second spyscope ds was passed into the common bile duct, and it was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the second spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal end of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post (B)(6) 2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60386 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, a spyscope ds was passed into the common bile duct. It was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. A second spyscope ds was opened and the procedure was continued. The second spyscope ds was passed into the common bile duct, and it was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the second spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal end of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post (B)(6) 2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
This report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60386 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, a spyscope ds was passed into the common bile duct. It was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. A second spyscope ds was opened and the procedure was continued. The second spyscope ds was passed into the common bile duct, and it was visible through the spyglass ds camera chip that the working channel sleeve protruded. Reportedly, no part of the second spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.